Event description:
On (B)(6) 2012, customer reported a leak under the cartridge chemistry (cc) sample probe of the dxc 600 pro instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the sample probe and collar wash for obstructions and no obstructions were observed. Fse replaced the t-valve assembly and cc sample syringe barrel and plunger. Fse primed the system and no leaks were observed. Repairs were verified per established procedures. No further leaks were reported.

Manufacturer narrative:
(B)(4).